Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, after final release, the valve dislodged out of the annulus. Subsequently, the valve was snared into the ascending aorta and a second valve was implanted successfully. No additional adverse patient effects were reported.